Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported there was no audible alarm and no "speaker malfunction" error; suspect damage due to fluid.

Manufacturer narrative:
No diagnostic/functional testing was performed as the device has not been returned for evaluation. Based on the information available the cause of the reported problem was not confirmed. If additional information becomes available in the future, a supplemental report will be sent.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating the device had no audible alarm and no "speaker malfunction" error, suspect damage due to fluid. The device was outside of clinical use. There was no patient harm reported.